Event description:
Following a diagnostic procedure, an angio-seal device was ultilized to achieve hemostasis. A co rep who was present for this event reported that the physician inserted the device more than the 1cm or less as indicated in the instructions for use. The physician initially experienced difficulty in deploying the anchor; however, he was eventually successful. In the holding area the pt complained of numbness; her pulses were checked and noted to be diminshed. A short time later her pulses were noted to be lost. Thrombosis of the right femoral artery post device deployment was suspected, therefore the pt was taken to surgery for exploration. During surgery the anchor was found to have caught on plaque, resulting in the device collagen being deployed within the vessel. The device was removed, a limited endarterectomy performed, and the vessel repaired. The pt reportedly recovered well and was discharged home 1-2 days following the surgery. As of 6/22/1998 there has been no further report of complication or pt sequelae made to the MFR.